Event description:
Received information stating customer is experiencing expected high blood glucose levels following cartridge changes. The customer also reports receiving multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose levels were not impacted by the occlusion alarms.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.